Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 our affiliate in (B)(4) received a complaint from a patient's (pt) parent. The pt's parent reported that the pt inserted a new acuvue advance contact lens (cl) in the od. The pt reported that the od seemed to be fine. After the pt removed the cl the pt could not open the eye because of redness and tearing. The pt consulted an eye care professional (ecp) and was diagnosed with "cornea peeling off and multiple stainings on whole part of the black eye od." The pt's parent reported that the pt was instructed to discontinue cl wear for 7-10 days and to return to clinic. The pt was given a prescription for voltaren 25 mg tablets, levofloxacin ophthalmic solution 1.5%, tear balance 0.1%, and tarivid 0.3 %. The pt's parent reported that the pt stated that the "black eye surface seemed to be sore." On (B)(6) 2015 the pt's parent was contacted and additional information was obtained as follows: on (B)(6) 2015 the pt returned to the clinic. The pt's parent reported that the pt was told "that the epithelium was peeling off." The pt was prescribed niflan 0.1%. On (B)(6) 2015 the pt returned to the clinic and it is reported that the "symptom has improved." The pt was instructed to return to clinic for follow-up on (B)(6) 2015. It is reported that the pt has foreign body sensation and itching. On (B)(6) 2015 the affiliated contacted the pt's treating ecp and additional information was obtained as follows: the pt was seen on (B)(6). Diagnosis: corneal erosion od. "Focal site and size: stainings were found in whole of the cornea; va: not measured as the pt could not open the eye; infectiveness: not written in the chart; medication on (B)(6) 2015: voltaren tablets 25mg tid after each meal for 7 days, cravit ophthalmic solution 1.5% qid od, hyalein ophthalmic solution 0.1% 6 times/ day od, tarivid eye ointment 0.3% before bedtime od; medication on (B)(6) 2015: niflan drops 0.1% qid od. Instruction to discontinue cl wear: till next week; on (B)(6) 2015, the pt was instructed to return visit next week. The pt was instructed to discontinue cl wear till the next visit." On (B)(6) 2015 the affiliate contacted the pt's treating ecp and ecp reported additional information as follows: "infectiveness: denied; diagnosis: corneal erosion od. Focal site and size: center of the cornea, quite large. Quadrangular opacity which was fairly extensive covered half of the cornea; instruction to discontinue cl wear: on (B)(6) 2015, the pt stated that cl was absolutely necessary for wearing catcher's mask for a baseball game. As epithelial detachment was small, the doctor allowed the pt to wear cl only for the day. The ecp assumes that it has already resolved by this time. Instruction to return visit: on (B)(6) 2015, the ecp instructed the pt to rtc on (B)(6) 2015. Seriousness: not serious; it was quite extensive, but was not infective. Peeling cornea improved a lot in 2-5 days. As it has a benign course, it is not serious. Causal relationship with cl: it is clear that the event is caused by the lens in question. The corneal epithelium disorder, quite large and not infective, seems to improve gradually and resolve. The pain is caused by extensive corneal epithelial abrasion. The pt bought cl online arbitrarily to put on the eye. The ecp assumes that the size of cl is too big." On (B)(6) 2015 the affiliate contacted the eye clinic and additional new information was obtained as follows: on (B)(6) 2015 the pt returned to the clinic for follow-up. The pt was advised to wear a 1-day type cl. Artificial tear mytear ophthalmic solution qid ou was prescribed. No instruction to discontinue cl wear or to rtc. The suspect product has been requested for return for evaluation, but it has not yet been received. A lot history review was performed for lot number l002hd9 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Received three sealed blisters and one open blister. No lens was received in the open blister, unable to evaluate. The parameters of three sealed lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).